Event description:
A manufacturing representative (rep) reported a patient's device was in an overdischarge condition and had been off for 8 months. They said the implantable neurostimulator (ins) will not communicate with any external devices. Antenna locate, physician recharge mode (prm)s, and the importance of clearing power on reset (por) were reviewed with the rep. The rep said they started seeing the prm and confirmed they saw a 60 minute countdown. The patient stated they had not charged because they didn't have any adhesive patches and they "just kind of gave up on it" for the last 8 months. They said they didn't have trouble with it, they just didn't do it. The date of the report was noted as the first day the patient was noticing the issue. There were no patient symptoms reported. The implantable neurostimulator was indicated for other/movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.